Event description:
The customer provided additional information indicating that the colonvideoscope was contaminated with pseudomonas aeroginosa.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. Olympus will continue to monitor field performance for this device. Updated fields: b5, d9, h2, h4, h11

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.